Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 012) issue. It was reported that call service alarms had occurred more often than expected by the user. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the black box and alarm history indicated one call service 012 alarm had occurred on (B)(6) 2014. The pump powered on with no alarms. A rewind, load, and prime sequence was performed with no alarms occurring. The pump was exercised for 24 hours with no alarms occurring. The complaint could not be duplicated on investigation; the pump performed within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.